Event description:
It was reported that there was visible leaking of fluid from one side of the y connector (proximal to the heat exchanger). Device was not pre-tested prior to use. A second device was required. No patient injury was reported. No medical intervention required. Intubation not necessary.

Manufacturer narrative:
The lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. No lot number was provided for device history record review.